Event description:
It was reported that the patient with this right atrial (ra) lead had experienced pain near the implanted site and had a fever. According to the patient advocate, the patient might be infected and was referred to the clinic by technical services (ts). There was no additional adverse patient effects reported. This ra lead remains in service.